Event description:
After the implant procedure was completed, the patient developed swelling at the neck incision site. Physician brought the patient back to the or and determined patient had developed a hematoma. Physician drained the hematoma and this resolved the issue.